Event description:
On (B)(6) 2016 the a1059 mayfield modified skull clamp was not locking when pressure was applied. A repair request was received from the hospital. It did not provide any patient details and no incident was reported by the customer.

Manufacturer narrative:
Integra has completed their internal investigation on 02/06/2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of device; residue buildup is present inside locking mechanism. Index knob has movement in the locked position and requires re-tensioning. Recommend unit undergo minor service including full disassembly, cleaning and replacement of minor parts in order to restore full function to manufacturer¿s specifications. Device history record reviewed for this product ID (a1059) lot code/work order: 157/(B)(4) manufactured on 09/12/2015 show no abnormalities related to the reported failure. A total of (B)(4) were produced of this lot. All were inspected 100% per inspection checklist with no associated mrr¿s, variances or rework. CAPA was generated to define specifications for the lock to perform and closed on 02/16/2016. As such a lookback in trackwise since this date for this reported failure and or related to "not locking when pressure applied " for this product ID shows that 1 complaint outside of this case was received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the end users reason for return was verified the most likely cause could be due to wear. This issue will be monitored.